Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® eclipse¿ signal¿ blood collection needle's rubber sleeve got stuck on the non-patient end. As a result, blood leaked past the needle when removing the tube during use. This occurred on 10 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "rubber sticks to the non-patient side which causes the blood to run out of the needle after removing the tube."

Manufacturer narrative:
H.6. Investigation summary : bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that the bd vacutainer® eclipse¿ signal¿ blood collection needle's rubber sleeve got stuck on the non-patient end. As a result, blood leaked past the needle when removing the tube during use. This occurred on 10 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from dutch to english: "rubber sticks to the non-patient side which causes the blood to run out of the needle after removing the tube."